Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the c-34 error and replaced the defective integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed, and the reported failure was confirmed and reproduced when connected to a system. System logs showed error 25913 c-34, indicating that the high frequency (hf) voltage was too low in the on state. Visual inspection revealed no findings related to the reported event. When the iesu was tested on a golden system in normal mode, the c-34 error occurred on startup. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the erbe. This issue is also captured in the is4000 family shared cra (818001-45, rev. At) via risk ID g4-sys-70289.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the erbe had c-00 and c34 errors when trying to use the monopolar and changed the cable and instrument with no change. Site was able to use the covidien bypass cable to continue in the case. The procedure was completed with no reported injury.